Manufacturer narrative:
Reported event: an event regarding revision involving an unknown accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results. Not performed as product was not returned clinician review. No medical records were received for review with a clinical consultant device history review. Could not be performed as lot code information was not provided complaint history review. Could not be performed as lot code information was not provided conclusion: the exact cause of the event could not be determined because insufficient information was provided. If further information becomes available or the product is returned, this investigation will be reopened the following device was also listed in this report. Device name: unknown lfit anatomic v40 32mm femoral head. Catalogue number unknown. Lot number unknown. It cannot be determined which if any of these devices may have caused or contributed to the patients experience.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2004, the patient underwent a left total hip replacement and subsequently suffered injuries and was revised on (B)(6) 2021.